Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. The surgeon had trouble connecting the handpiece into the connector so the surgeon forced it in. During use, the blade did not work well and then it stopped rotating and the motor drive unit was flashing. Another like device was used with no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.